Event description:
Customer reported being hospitalized due to high blood glucose. The customer also stated to having problems with the reservoirs and infusion sets. Later, spoke to the customer's wife and she stated that the customer was hospitalized a couple of times, but was not related to diabetes.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.